Event description:
The customer reported the system displayed intermittent communication failure error messages. This error message is likely to result in a system lock up or prevent the system from booting to a usable state. There is no report of pt injury.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The interconnect cable was identified as requiring replacement. No conclusion can be drawn as further repair info is unavailable at this time.